Event description:
Reporter indicated that vns patient had complaints of vocal cord paralysis. Investigation to date has been unable to confirm that the patient in question is actually implantated with vns therapy system or whether the patient has actually been diagnosed with vocal cord paralysis as no response has been received to manuafacturer's requests for additional information from treating physicians.